Event description:
As reported via legal documentation, a patient had left knee replacement on (B)(6) 2018 and was implanted with an exactech truliant device. They have since reported symptoms including pain, stiffness, and impaired mobility. There is no information regarding having or planning to have revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation: d10: concomitants: 5036361 02-020-11-0240 - truliant ps cem fem ps cem left sz 4. 5293869 200-07-32 - advanced patella 32mm 3 peg implant. 5322398 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t.

Manufacturer narrative:
H10. Additional/updated information. A2, a3, b3, b5, d6b, d10, h6. Health effect - impact code, medical device problem code. Pending new investigation. There is no other information available. H11. Correction d1, d4 cat #, sn3 exp date, g4- 510k, h4, h7 no, h9 not a recalled device.

Event description:
Additional information was reported that a patient had an initial left knee total arthroplasty on (B)(6) 2018 and then approximately 5 years, 9 months later experienced a revision surgical procedure due to pain and a loosening femoral component. The patient was revised to competitor¿s devices. There was no breakage of devices or surgical prolongation/delay. Device will not be returned, per hospital policy. X-rays and images were provided. There is no other information available.

Manufacturer narrative:
H3: the cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.